Event description:
The pt reportedly experienced a sound percept problem followed by no sound. The pt was seen at the hospital for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing peformed confirmed that the device was no longer functioning. The pt was reimplanted with another clarion device.